Event description:
It was reported that allegedly multiple key failure was identified for four devices and s6 key failure for fifth device. Reportedly, the assy fr case w/ keypad of five pcu modules will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Additional info: d.4;h.4 the customer complaint reported that allegedly multiple key failure was identified for four devices and s6 key failure for fifth device was confirmed and replicated during functional testing. During external inspection, 2 of the keypads were observed to be in good condition with no obvious issues observed and 3 keypads were observed with dry fluid residue on the lower rear side. One (1) of these 3 having signs of fluid ingress on the flex cable. During internal inspection, 5 out of 5 keypads were found with signs of fluid ingress near where the flex cable meets the circuit layer or broken traces. The front case keypads were connected to a cad pcu test fixture for functional testing. Two (2) out of 5 keypads failed the maintenance keypad test due to failing to power on the device. Three (3) out of 5 keypads was observed with various keys not functioning as intended. The ac indicator light illuminated as expected for 5 out of 5 keypads but were observed with the issues mentioned above. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Review of the pcu module (B)(6) service history record showed the device had a manufacture date of (B)(6) 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the pcu module (B)(6) service history record showed the device had a manufacture date of (B)(6) 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the pcu module (B)(6) service history record showed the device had a manufacture date of (B)(6) 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/30/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the pcu module (B)(6) service history record showed the device had a manufacture date of (B)(6) 2018. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only the keypads were returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the assy fr case w/ keypad of five pcu modules will be replaced.